Manufacturer narrative:
(B)(4). D4: batch # 912a18. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr45d reload was received. The reload was received unfired and with damage on reload. After further inspection, it was found tat the anterior part of the reload was broken, in addition, the pan was dislodged from the reload. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on the cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number 912a18, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.